Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The customer stated verbally that their qc recovery was acceptable. The alarm trace showed abnormal probe sucking alarms. It was found that the customer centrifuges patient samples for 5 minutes at 4500 rpm, which may be too short and too fast. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c501 module. The doctor questioned the initial results as they did not match the patients' clinical pictures, as well as internal laboratory middleware low result alert flags accompanied the patient results, which prompted the customer to repeat the samples. For sample 1, the initial ca2 result was 6.8 mg/dl. The sample was repeated on another c501 analyzer and the result was 8.1 mg/dl. For sample 2, the initial ca2 result was 6.2 mg/dl. The sample was repeated on another c501 analyzer and the result was 8.9 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The ca2 reagent lot number is 726637. The expiration date was not provided. The field service engineer (fse) found a leak in the rinse tubing and replaced it. The fse performed mechanical checks, qc, and a precision test successfully. The investigation is ongoing.